Event description:
The customer reported the system displayed a collimator potentiometer error at boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep found the collimator leaf mechanism was faulty, causing intermittent error at boot-up. The ge rep replaced the collimator, aligned a new collimator, while testing system had x-ray security switch error from control panel. The system is useable by making exposures from footswitch.